Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 560 mg/dl and the cause was not known. Insulin injections were administered to address the bg level. A pump system check was performed and no device issue was identified. The customer changed out the infusion set site.